Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was misaligned and the stylus appeared mis-calibrated on certain sections of the screen. Troubleshooting included calibration and swapping of stylus but this did not resolve the issue. The programmer is to be returned for repair. There was no patient involvement. It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the programmer screen was misaligned and the stylus appeared mis-calibrated on certain sections of the screen. It was further noted that the power cord bay door was broken and that the rear display cover was damaged. The flex cable between the overlay and xy board was reseated and the stylus was recalibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.